Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 01/07/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported that they have purchased 2 boxes of the hypodermic needles and have only opened one when I ran into a problem with a few needles to where the needle point had burs on it.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.